Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion code applies to pump. Conclusion code applies to catheter. \a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) through a manufacturing representative. The patient was taken back to surgery on the morning of (B)(6) 2017. It was discovered that the catheter had kinked to right around where the physician had sutured the pump into the pocket; that was fixed, and the patient was getting good flow. The original kink in the catheter was resolved. The cause of the withdrawal was the kinked catheter. To resolve the withdrawal, the patient was given oral baclofen. It was also noted that the difficulty connecting the connector to the new pump was due to not putting it directly straight on. The physician repositioned it, and it clicked into place. The hcp was then able to aspirate 3 cc from the catheter. The patient ended up getting viral pneumonia in the hospital, and then the pump site got infected. The patient was explanted because of the infection. No additional troubleshooting or diagnostics were performed. The patient was ¿in house¿ at the time of the event. It was believed the patient was currently doing fine. The patient had been on baclofen 700-800 mcg/day via the pump prior to explant.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable drug infusion pump indicated for intractable spasticity and cerebral palsy. The pump contained an unknown brand of baclofen with an unknown concentration and dose of 823.9 mcg/day. It was reported the father of the patient stated that his son had his pump replaced yesterday ((B)(6) 2017) and appeared to be in withdrawal. The father stated that his son was in the hospital still, and they hadn¿t seen the doctor yet. The father became upset and ended the call, so no further details could be collected including physician name. No interventions were mentioned. Additional information received form a health care provider (hcp) that same day reported the patient had a pump replaced yesterday and was concerned the patient was going through acute intrathecal baclofen withdrawal (increased spasticity, fever, tachypnea, and tachycardia). The hcp had limited knowledge of the pump system, but was wondering if the system had been primed during the replacement surgery. The hcp did not have any programming strips from the surgery. The baclofen concentration was unknown, and the dose was 823.9 mcg/day. Additional information received from a manufacturer representative that same day reported they had been called to the hospital to assist the hcp with assessing the patient¿s pump. The representative stated she wanted to make sure she had product if the hcp replaced the proximal segment. The representative stated the hcp had trouble connecting the existing pump connector to the new pump. The hcp had a hard time getting the connector to click. The representative confirmed it was just a routine pump replacement, and the catheter was not altered. No further information was known at that time.